Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI and catalog number was corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1 day of data (18jan2024 ¿ 19jan2024 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms from the first event in the log file (captured on 18jan2024 at 15:12:43) to 18jan2024 at 20:24:15 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the patient would allow the mpu to become unplugged from ac power. The root cause of the reported event was determined to be the mpu becoming unplugged from ac power. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the electrical pin connector fluid damage, the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the lg connector corroded, the nozzle gluing missing, the ccd module with drive pcb defective, the down pulley wire rupture, the up pulley wire rupture, the left pulley wire rupture, and the right pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
It was reported that log files were sent for review. The log files contained low flow estimates, low flow hazard events, and 3 loss of external power events while the patient was connected to their mobile power unit (mpu). The system controller switched appropriately to the emergency backup battery when external power was lost. The patient was admitted to the hospital on (B)(6) 2024 for issues related to their implantable cardioverter-defibrillator (ICD), which was implanted prior to receiving their ventricular assist device. The patient was hypertensive upon admission and reported that they did allow their mpu to come unplugged multiple times while they were connected when going to the bathroom at night. Additional information was provided that the reason for admission was ventricular fibrillation and an episode of torsades de points with symptoms of nausea, vomiting, and low flow alarms due to mismanagement of medication, hypokalemia and hypomagnesemia. At least 5 ICD shocks were reported per device interrogation, and they were treated with electrolytes and fluid replacement. The arrhythmia resolved and the patient was stable.